Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date, "about four months ago". Computerized tomography (CT) scan was reviewed, and it was determined that this was a "borderline case" where it raised some suspicion that there could be rectal wall infiltration (rwi) because the hydrogel got very close to the mucosa on one of the slices. The patient is asymptomatic and completed their radiation treatment in a (B)(6) 2022. The physician planned to observe the patient for now.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).